Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution is dried on the lens. Both haptics are bent in the gusset and distal area. The optic is cut into two portions, typical of insertion and removal. The optic has a split/cracked area near the cut area, which may have been interpreted as the reported complaint of ¿crease/defect was noted in the center¿. A split/cracked area was observed, which may have been interpreted by the customer as the reported complaint of "crease/defect was noted in the center". All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) was implanted, there was a crease seen on it. The wound was enlarged and the lens was exchanged for another lens. Additional information was requested.